Event description:
A user facility reported that a patient experienced a blister on their forehead, in the right frontal area, during a thermage flx face treatment. The patient received thermage flx treatment on their face. After the first pulse was delivered, the system gave a warning that the ¿tip is too warm¿ and it was observed after the second pulse erythema was present in the treatment area which then resulted in a blister on the patient¿s forehead. The clinic confirmed that cryogen cannister was replaced at the beginning of treatment. The tip too warm warning occurred several more times during additional pulses and then resolved on its own. The rest of the treatment was completed with no further issues. Steroid ointment and a duoderm patch was given to the patient for the injury. The patient¿s status, seven days post-procedure, is that the blister had resolved but there is an erythematous scar in its place. It is unknown if there will be any permanent damage or scarring. No images were provided for review. There were no other treatments performed in the same symptom area on the procedure date or within 90 days prior. The patient has no past history of receiving any aesthetic treatments in the same symptom area. Solta medical branded cryogen and an unknown amount of coupling fluid was used with the highest level of treatment at 2.5. This was the first time the treatment tip was used on a patient and it was inspected prior to the procedure with no issues found. The tip was not inspected again during or after the treatment.

Manufacturer narrative:
Multiple attempts were made by solta to contact the customer for more details on the patient status and return of the treatment tip and data logs but they were unsuccessful and it appears no response will be forthcoming. According to thermage flx user manual, burns are known possible side effects during a thermage flx treatment. The procedure produces heating in the upper layers of the skin and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. No solta serial number was provided for this event. Based on the available information, no causal factors could be determined, and no conclusions could be drawn. No corrective action is necessary at this time.